Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2010-; 419478 lead, implanted: (B)(6) 2007; 4524-45 lead, implanted: (B)(6) 2000.

Event description:
It was reported there was a possible lead fracture. Replacement of the lead was attempted, but was not performed and the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.